Event description:
It was reported that a pt underwent an atrial septal defect repair procedure on (B)(6) 2009 and suture was used to stitch the sternum. On (B)(6) 2010, the surgeon checked the pt and found a rupture of the suture. An x-ray was done and no fragments were found. The surgeon suggested that the pt rests and is checked again in two months.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00863. The same pt is represented in each medwatch.